Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review was conducted of all applicable material records, manufacturing records, storage records, and distribution records. All records revealed the product was manufactured within specifications, maintained and distributed in accordance with all federal, state and operating procedures. The implant was not returned for evaluation. Based on a record review of all available information, it is determined the 6.5mm revere pedicle screw 35mm design conforms to all applicable standards and there was no deviation in the manufacture process. There is no indication that the issue was a result of product defect or malfunction. This report is in response to an FDA request, as we had initially reported the incident on (B)(6) 2010, manufacturer report # 3004142400-2010-00002, which referenced two products, transition and reverse. We are submitted this separate for revere as requested.

Event description:
Globus medical, inc. Received notification from a sales representative, via telephone communication, that globus manufactured screws broke after implantation. A female pt underwent l4-l5-s1 fusion, surgery on (B)(6) 2009 with transition at l4-l5, rigid fusion at l5-s1, and interbody fusion at l5-s1 using iliac crest bone graft without cage. A three month follow-up x-ray showed the screws and products to be intact. A six month follow-up film showed a right l4 transition ha coated screw had broken at its neck. Approximately two to three weeks later a subsequent x-ray was taken and revealed a breakage of transition ha screw at left l4 and breakage of a revere pedicle screw breakage at right s1. On (B)(6) 2010, the pt underwent revision surgery. Fibrous tissue was found where bone grafts had been placed at the time of the original surgery and non-union was found which caused a stable pseudarthrosis. All hardware was removed and subsequent bone graft was implanted in the pt.